Event description:
Went for a routine eye exam in 2008, to get another box of lens. Have worn contacts for 34 yrs with no problems. Dr. Decided to try acuvue oasysa samples on me. Later that day, severe redness and pain. Removed lens and pain was worse. Made emergency trip at 10pm to dr. Corneal abrasions. Made trip back again in am. Abrasions worse. Made several more trips to my dr and two trips to specialist last week. Eye healing now but still loss of vision and inability to wear any lens. Have these lens been recalled? I find lots of reference on line to problems with these lenses and possible class action suit. I will probably never be able to wear lenses again after 34 yrs! I'm sick. My husband has missed work driving me around and it's getting expensive. Dates of use: 2008. Reason for use; vision correction.